Event description:
It is reported that a new box of 2.5mm statak anchors were opened for surgery. The first opened anchor pulled out of bone. The second anchor, the suture was not connected. The third anchor was implanted, but the suture ends were too frayed to use, so the anchor was left in but suture was removed. The fourth anchor was implanted and suture was fine.

Manufacturer narrative:
These devices are sold in one box with a quantity of 5. This report will be amended when our investigation is complete.